Manufacturer narrative:
Available details indicated that lcd was found to be faulty (liquid crystal display). Hence, dfm100 display assy (453564488961) was replaced to resolve the issue, and the device was returned to full functionality. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was confirmed.

Manufacturer narrative:
The display assy was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicate that the reported issue could not be confirmed during laboratory verification. The device functioned as expected. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a faulty display. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.